Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hysterectomy, pelvic pain female, vaginal bleeding, uterine fibroids, chronic cervicitis, uterine cervical squamous metaplasia, leiomyoma nos, adhesion, uterine bleeding, uterine dilation and curettage, dysfunctional uterine bleeding and abdominal hysterectomy. Previously administered products included for an unreported indication: norco. Concomitant products included ibuprofen (motrin ib). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)d&c). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and uterine leiomyoma had resolved and the metrorrhagia and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: as discrepancy noted in insertion date: (B)(6) 2013, and (B)(6) 2009 (as per pfs) patient received treatment for abnormal bleeding(vaginal, menorrhagia), dysmenorrhea, fibroids. Date of insertion previously reported as (B)(6) 2013 and now event onset date for events abnormal bleeding(vaginal, menorrhagia), dysmenorrhea, fibroids reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, devices in a place.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hysterectomy, pelvic pain female, vaginal bleeding, uterine fibroids, chronic cervicitis, uterine cervical squamous metaplasia, leiomyoma nos, adhesion, uterine bleeding, uterine dilation and curettage, dysfunctional uterine bleeding and abdominal hysterectomy. Previously administered products included for an unreported indication: norco. Concomitant products included ibuprofen (motrin ib). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and uterine leiomyoma had resolved and the metrorrhagia and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: as discrepancy noted in insertion date: (B)(6) 2013, and (B)(6) 2009 (as per pfs). Patient received treatment for abnormal bleeding(vaginal, menorrhagia), dysmenorrhea, fibroids. Date of insertion previously reported as (B)(6) 2013 and now event onset date for events abnormal bleeding(vaginal, menorrhagia), dysmenorrhea, fibroids reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, devices in a place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hysterectomy, pelvic pain female, vaginal bleeding, uterine fibroids, chronic cervicitis, uterine cervical metaplasia, leiomyoma, adhesion and uterine bleeding. Previously administered products included for an unreported indication: norco. Concomitant products included ibuprofen (motrin ib). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea and vaginal haemorrhage had resolved and the metrorrhagia and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: as discrepancy noted in insertion date: (B)(6) 2013, and (B)(6) 2009 (as per pfs). Patient received treatment for- pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, devices in a place.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs and mr received: outcome of events: genital hemorrhage, menorrhagia, dysmenorrhea, were updated. Medical history, lab data, removal date, patient demographic, reporter information were added. New event added:vaginal haemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hysterectomy, pelvic pain female, vaginal bleeding, uterine fibroids, chronic cervicitis, uterine cervical squamous metaplasia, leiomyoma nos, adhesion and uterine bleeding. Previously administered products included for an unreported indication: norco. Concomitant products included ibuprofen (motrin ib). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea and vaginal haemorrhage had resolved and the metrorrhagia and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: as discrepancy noted in insertion date: (B)(6) 2013, and (B)(6) 2009 (as per pfs) patient received treatment for- pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, devices in a place.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal hysterectomy, pelvic pain female, vaginal bleeding, uterine fibroids, chronic cervicitis, uterine cervical squamous metaplasia, leiomyoma nos, adhesion and uterine bleeding. Previously administered products included for an unreported indication: norco. Concomitant products included ibuprofen (motrin ib). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea cramping"), metrorrhagia ("metrorrhagia bleeding b/w periods"), anaemia ("anemia") and vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and uterine leiomyoma had resolved and the metrorrhagia and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: as discrepancy noted in insertion date: (B)(6) 2013, and (B)(6) 2009 (as per pfs). Patient received treatment for abnormal bleeding(vaginal, menorrhagia), dysmenorrhea, fibroids. Date of insertion previously reported as (B)(6) 2013 and now event onset date for events abnormal bleeding(vaginal, menorrhagia), dysmenorrhea, fibroids reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion, devices in a place. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-mar-2021: pfs received. Aka name added. Event: reproductive system disorder or condition type of disorder or condition: fibroids added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the menorrhagia, genital haemorrhage, dysmenorrhoea, metrorrhagia and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia and metrorrhagia to be related to essure. The reporter commented: as discrepancy noted in insertion date: (B)(6) 2013 patient received treatment for- pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury nos replaced with event menorrhagia (heavy menstrual bleeding), general abnormal bleeding, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods) and anemia. Reporter and product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.